Event description:
Related manufacturer report number: 2017865-2024-33186 and related manufacturer report number: 2017865-2024-33187. It was reported that the patient was admitted to the hospital on (B)(6) 2023. It was observed that the patient was in respiratory arrest with cardiac failure. The patient subsequently expired. The physician believed that a malfunction of the implantable cardioverter defibrillator may have caused or contributed to the patient's respiratory arrest. The physician communicated that the device had either not delivered high voltage therapy, or that there were several instances of the device "firing all the time". The device, right atrial, and right ventricular leads were extracted. Respiratory failure was indicated as the patient's primary cause of death, while the secondary cause was cardiac failure. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned due to patient death. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.